Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-feb-07. The patient stated that everything is fine now. The device was turned up to high and after adjustments, thing have been great.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a shocking sensation. The patient reported they had been to (B)(6) for the past few past days and did not have their patient programmer. The patient stated starting on (B)(6) 2016 she was having pain at the incision site and had a ¿bolt of lightning going to her hiney¿. The patient wanted to connect to her implantable neurostimulator (ins) to turn stimulation down to see if that resolved the issue. The patient noted the symptoms were sudden in onset. The patient initially couldn¿t connect with the ins via the programmer; the patient would try to sync and then get the splash screen. The patient opened the programmer and they confirmed that she was using heavy duty batteries, and had just placed them in the programmer before being unable to sync. The patient planned to purchase alkaline batteries, and call back if needed. The patient noted they had having a follow up with the healthcare professional (hcp) on (B)(6) 2017. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.